Event description:
As reported by the user facility: patient on levophed gtt.  Blood pressure very tenuous.  Pump continually alarmed air bubble.  Primed pump per prompts yet pump continuously alarming air bubble.  Primed new levophed gtt via the pump per prompts and the alarm continued to alarm air bubbles intermittently throughout the shift.  Each time the pt's map dropped to 50 while trouble shooting the air bubbles.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.